Event description:
It was reported that the universal modular electric/battery double trigger handpiece part number 89-8507-400-00 serial number (B)(4) was blocked and was not functional. During the partial hip replacement surgery, a delay of 47 minutes was reported. The reason for the delay was due to time needed for the diagnosis of the handpiece and search of the replacement. The patient was under anesthesia at the time of the delay. A different handpiece was used to complete the procedure. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Universal modular electric/battery double trigger handpiece part number 89-8507-400-00, serial number (B)(4), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the wire connecting the trigger board to the controller board was malfunctioning, the motor was noisy and the trigger board connector was unsoldered/damaged. Besides, the locking system for attachment was malfunctioning due to damaged front face. As repair, motor, front face and potted wired controller were replaced with the battery support. After repair, the device passed final tests and it was returned to the customer.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece part number 89-8507-400-00 serial number (B)(4) was blocked and was not functional. During the partial hip replacement surgery, a delay of 47 minutes was reported. The reason for the delay was due to time needed for the diagnosis of the handpiece and search of the replacement. The patient was under anesthesia at the time of the delay. A different handpiece was used to complete the procedure. There was no additional harm or injury to patient/operator reported.